Event description:
The event is reported as: the staples did not form properly in the middle of use. No patient injury reported.

Manufacturer narrative:
The sample was returned for evaluation and sent to the manufacturing site. The results of the evaluation are not available at the time of this report. The results of the investigation were not available at the time of this report.